Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon interrogation of the implantable pulse generator (ipg), an error message displayed for invalid data. The device will later be re-interrogated upon further follow up with the clinic. The device remains in use. No patient complications have been reported as a result of this event.